Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, prior to sensor deployment, sensor wire detached from applicator. No medical intervention was necessary.